Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 2.75x32mm, concentric, de novo target lesion was located in the mildly calcified right coronary artery. A 1.5x20mm and a 2.25x20mm emerge balloon catheters were used for pre-dilation. However, a vessel dissection was noted. A 2.5x20mm and a 2.75x20mm nc quantum balloon catheters were inflated long enough to recover the dissection. Subsequently, a 2.75x12mm promus elite balloon expandable stent was placed in the proximal right coronary artery. Timi 3 flow was noted. No further complications were reported and the patient status was stable.